Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/27/2019. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Is it the surgeon¿s standard routine to use a 100 mm device or were there other anatomical challenges that led to the need for a 100 mm device? What color reloads were used and what was the sequence of the firings? Were there any issues experienced with the device or staple form in the initial surgical procedure? Was the device difficult to fire? How was the integrity of the anastomosis checked? How many days postoperative did the leak occur? How was the leak identified? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. How was the leak addressed? Was there a reoperation performed? If so, what was found during the reoperation? What is the current status of the patient?

Event description:
It was reported that the doctor had a post op leak from using a tlc10 to complete a side-by-side anastomoses during a right colectomy. It was not reported how the issue was resolved.